Event description:
Device 1 of 2. Reference MFR report: 1627487-2012-02389. It was reported the patient has felt a heating sensation at the ipg site while charging since his implant. He stated he had not reported the issue before because he thought it was normal. He reported the warming sensation is uncomfortable and has worsened. The patient allegedly was concerned about keeping his ipg implanted. The sjm representative advised the patient of the charging precautions. No further information is available at this time.

Manufacturer narrative:
This ipg serial number was included in a field correction. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.